Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.

Event description:
Customer's mother called to report leaking reservoirs. The blood glucose reading is 251 mg/dl. Caller treated customer with insulin pump. Caller stated that she smelled insulin in the reservoir compartment. The is below the o-rings, past the second o-ring. Nothing further reported.